Manufacturer narrative:
(B)(4). The date of the event was unknown, however the patient was admitted to the hospital on (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported a patient experienced and was hospitalized for a heart attack coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The patient reported to have high blood pressure and unspecified heart problems that began prior to the start of pd therapy. The cause of the heart attack was unknown. The patient was discharged seven days after admission. At the time of this report the patient was recovering from the heart attack event. Follow up with the patient was attempted but was refused to provide information about the reported event. No additional information is available.